Event description:
The clinic reported a balance test failure. Gambro technical services (gts) diagnosed a leak from the diaphragm in pressure relief valve #3 (prv3). No patient involvement was reported.